Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in remaining longevity of four years upon subsequent interrogations several days apart. It was noted the patient had undergone a ventricular tachycardia ablation shortly before the second interrogation. The device reported delivery of 10-12 shocks since implant and the patient required 2% right ventricular pacing. The physician suspected premature battery depletion but no remedial action was immediately performed. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.